Event description:
Caller reported potential false positive troponin I (tni) results on triage cardio profiler test vs. Rxl method. Pt from the ed 2 days ago was admitted, due to test results. Work up included cardiac enzymes with tni elevated. Initial impression / diagnosis: dizziness and diaphoresis. Labs also included hematology and chemistry panels, chest x-ray, EKG, treadmill test, cardiac catheterization. Pt claims history of cad. Pt admitted for observation. Released today as no cardiac event. Discharge diagnosis: not provided, but md plans to have pt follow up with cardiologist, and vascular surgeon for l carotid.

Manufacturer narrative:
Investigation pending.